Manufacturer narrative:
Investigation summary: bd received twenty-nine (29) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure modes for decapping/loose caps and closure separation with the incident lot were not observed, as the photo does not provide evidence of stopper/cap separation or an unseated cap on the tube. Additionally, the customer samples were evaluated by functional testing and the indicated failure modes for decapping/loose caps and closure separation with the incident lot were not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. While bd was unable to confirm this complaint for the indicated failure mode of decapping/loose caps based on the provided photo and returned sample testing, bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA 1875009 has been initiated for documentation related to this issue of stopper creepout to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. This complaint has been unconfirmed for the indicated failure mode of closure separation based on the provided photo and returned sample testing. Bd was not able to identify a root cause for the indicated failure mode of closure separation. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure . This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: once opened when closed again, the tube cap can not be attached tightly. The rubber cover is detached from the hemogard plastic cap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: once opened when closed again, the tube cap can not be attached tightly. The rubber cover is detached from the hemogard plastic cap.